Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient reported cloudy effluent during drain 0. During follow up with the pdrn (peritoneal dialysis registered nurse), the pdrn confirmed the patient was diagnosed with peritonitis but provided no details. Several attempts to obtain additional information has been unsuccessful.

Manufacturer narrative:
Additional information received through follow up with the patients peritoneal dialysis nurse. The cause of the peritonitis was attributed to a breach in aseptic technique. The patient was not hospitalized and was treated with unspecified antibiotics. The culture results are unknown. The patient was able to complete peritoneal dialysis treatments during the event. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
...